Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the customer reported problem. The service technician reported the remote alarm connector on the main pcb board was broken. The service technician replaced the main pcb board to correct the finding. Applicable final testing was completed and all tests passed per operating specifications.